Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 300 mg/dl to 400 mg/dl. The customer had no symptoms and treated with insulin pump and manual insulin injection. Customer's blood glucose value was 272 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Device had alarmed no delivery alarms. Troubleshooting was performed. Infusion set cannula was bent. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.